Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy, and has an alternate form of backup insulin therapy if needed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.